Event description:
A home pt called the baxter technical assistance line due to the blue cap on the pt line falling off and solution was coming out of the top of the pt line during priming of the homechoice set. The pt was instructed to discontinue treatment and reset with new supplies. No pt injury or medical intervention was reported at time of initial report.